Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was scheduled for an MRI because of pump orientation. The pump was tilted but could still be refilled. It was not sure if the orientation was 90 degrees to the z-axis or not. The system was being used to deliver bupivacaine and compounded baclofen.